Event description:
Infant bottle feeding with regular (B)(6) nipple. The feeding was not flowing out and no bubbles noted in bottle; nipple changed and checked, and feeding did flow out manually. After 10 minutes, the feeding stopped coming out and no bubbles noted in bottle. Nipple changed again with a nipple from different batch number; and milk able to flow out, bubbles noted in bottle, and infant finished feeding in less than 10 minutes. Other nipples checked manually from same batch, and same thing happened; the liquid would start to flow but then stop. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.